Event description:
A 0.18 sv5 wire was placed in the tibioperoneal trunk without difficulty. Over the wire a balloon 4 x 40 was placed, then used to dilate the popliteal artery. An initial significant recoil was noted, and on attempts to reposition the wire, the floppy portion of the wire unraveled on the mandril. The wire broke. The catheter was replaced. A 0.35 wire was guided down the peroneal artery, and then the 0.18 wire was replaced with another 0.18 wire. Angioplasty was completed. The outer sheath was guided to the area of the retained wire fragment (approximately 1/2 in.), and using the snare, the wire was removed completely. Followup angiogram showed an excellent result at this point with excellent flow noted by doppler. No patient injury resulted.